Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the IV tubing was noted to have a pinpoint hole and leaked maintenance fluid. There was no patient harm.

Manufacturer narrative:
The customer¿s report of the set leaking was confirmed. Visual inspection of the set showed that the silicone segment had a tear near the upper fitment measuring 0.0638 inches long. Examination under magnification showed no crush marks to the upper fitment. Functional and pressure testing confirmed leaking at the silicone tubing near the upper fitment. The cause of the leak was a tear in the silicone segment. The cause of the tear is unknown.